Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port was damaged and loose. In addition, it was the touchscreen was "scratched" and difficult to read. There was no reported impact to the customer's blood lgucose level. Customer declined to troubleshoot with tandem technical support.